Event description:
Rn was applying pressure to dialysate bag to "pop" the bag and mix the solution when the smaller chamber burst going all over the nurse, the floor and ceiling. Rn had ppe on, including eye shield.